Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: d1, d4, g1, g4 (510k), h4: this report is for an unknown cutting instrument. Part and lot number are unknown. Without the specific part number; the expiration date, UDI number, 510-k number, and device manufacture date are unknown. E1: the surgeon¿s phone number was not provided. However, the reporter¿s name, phone number and email address was provided as (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified surgical procedure, possibly involving the shoulder or knee, metal debris was found on an unknown cutting device operating at a forward speed of ¿6000 and oss 2500¿. The metallic debris was observed on a 5 or 5.5mm diameter burr before contacting the bone or tissue. It was reported that there were no delays to the surgical procedure, and it was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary : a photo was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photo. After the photo visualization, it was observed that particles are in the joint. No further information was provided. The overall complaint was confirmed as the observed condition of the cutting instrument would have contributed to the complained device issue. Based on the investigation findings, it was concluded that the device is required for physical evaluation, in order to establish a root cause for the issue experienced by the customer, however a potential one can be traced to blade wear and degradation consequently the issue experienced by the customer was caused. Therefore, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.